Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incorrect immunoglobulin (igm) result of 8.43g/l generated by the unicel dxc 800 pro synchron clinical system which repeated on a different instrument at 37.3g/l which was reported outside the laboratory. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc has been acceptable. Per data provided to bci, this appeared to be a sample-related issue.